Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 110.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 110) was confirmed due to noise on the 12 volts from c620 and c621, causing damage to u1004, u1005, and u6 on the ca board. The root cause for the defective components could not be positively identified. There was no adverse event that resulted from the damaged monitor.